Manufacturer narrative:
Cmp (B)(4). This is a combined initial / final report. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Medical product: unknown bearing component, catalog #: unknown, lot #: unknown medical product: unknown tibial component, catalog #: unknown, lot #: unknown multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00495, 3002806535-2020-00496 as the product has not been received, the investigation was limited to the information provided. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records cannot be performed as item numbers and lot numbers are unknown. A review of the complaint database cannot be performed as item numbers and lot numbers are unknown. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. Risk assessment: without the opportunity to examine the complaint product and without adequate information received regarding the event, root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty on an (B)(6) 2016. Subsequently, patient complained of pain following the surgery with no apparent reason. Four years later the revision to total knee was performed on (B)(6) 2020.